Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image supplied from the field, a gap seems to be present on the device's welding. Additionally, signs of wear, such as dings and discoloration, are evident on the device's body. Consequently, arthrex was able to determine a most likely cause. The most likely cause of the reported failure is wear and tear. The device will inevitably sustain damage over time due to continuous mechanical forces. The manufacturing date is february 2023.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via sems (B)(4) that an ar-7000-17 coracoid drill guides was experiencing a trigger soldering issue. This occurred during a case with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.